Manufacturer narrative:
Device was discarded by hospital.

Event description:
A company representative reported that the height adjustment set screws in two capri small expandable corpectomy cages stripped and/or cross-threaded during implantation. The procedure was completed successfully with a twenty-minute surgical delay and no adverse consequence to the patient. This report captures the first of two capri small expandable corpectomy cage height adjustment set screws.

Event description:
A company representative reported that the height adjustment set screws in two capri small expandable corpectomy cages stripped and/or cross-threaded during implantation. The procedure was completed successfully with a twenty-minute surgical delay and no adverse consequence to the patient. This report captures the first of two capri small expandable corpectomy cage height adjustment set screws.

Manufacturer narrative:
Visual, dimensional, material and functional analysis could not be performed as the device was not returned. A review of complaint history associated with the subject lot and catalog number was performed and no similar complaints or adverse trends were observed. Per additional correspondence with sales rep, the threads of the set screws cross threaded with the cage and were visibly damaged. The event occurred when the surgeon was inserting the set screw into the cage. It was reported that the surgeon was using the capri cage for the first time, but had 2 demos with the sales rep and was aware of the angle offset from midline on the insertion of the set screw. The capri surgical technique was reviewed: ¿using the size 10 tapered driver attached to the 12 in-lbs torque limiting handle, final lock the height locking set screw in the anterior aspect of the cage. The torque limiting handle is designed to emit an audible ¿click¿ once it reaches the necessary torque. Note: the angle locking set screw and the height locking set screw must be final tightened to 12 in-lbs in order to finalize the construct.¿ since the set screws were not returned, an exact cause of the reported event could not be determined. However, potential causes include: difficult angle obstructing visibility to the cage set screw hole, misaligning set screw with cage threads, forcefully inserting the set screw in the cage, etc.